Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2015 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient's medtronic ipg was explanted as it was not working. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).